Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they could not get their blood glucose level to go down 600 mg/dl. They treated their high blood glucose with manual injections. Their current blood glucose was still over 600 mg/dl. Troubleshooting was performed and insulin exited without incident. It was found that they had a bent cannula. They were advised to change the infusion set. The customer attached a new infusion set and delivered a bolus but their blood glucose level was still over 600 mg/dl. The device will not be returned for analysis.